Event description:
It was reported that during a da vinci hysterectomy procedure, the permanent cautery hook instrument sparked while inside the patient. Visual inspection of the instrument once it was removed, showed a loose cable at the articulating joint. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the robotics coordinator at the hospital and obtained additional information regarding the reported event. She indicated that the instrument was inspected prior to use and had been in use for approximately 35 minutes when the instrument sparked. The surgeon was performing dissection when the spark occurred. The robotics coordinator denied that any post-operative tests (x-ray, ultrasound) were performed as a result of the reported event. She also denied that the patient experienced any intra-operative or post-operative complications because of the reported issue. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the yaw pulley exhibited charring near the conductor wire. Failure analysis investigation also found that the conductor wire was dislodged from the conductor cap and had a tear in the insulation, exposing the live metal conductor. It was concluded that the insulation damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's yaw pulley and conductor wire insulation found during failure analysis investigation could cause or contribute to an adverse event, if to recur.